Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were periodically un-responsive for two weeks. The patient stated that the buttons needed to be pressed repetitively to get a response and the buttons felt flat without spring back. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 07/12/2010 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was fully intact without peeling or visible damage. On testing, all of the keypad buttons had intermittent response and required excessive force to evoke a response when pressed. None of the keypad buttons had normal spring back or click. The keypad was removed to investigate and revealed contamination under the key contacts. No hypersensitive buttons or inverted contacts were observed. The pump was returned to animas for evaluation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Also unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.